Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. H3 other text : see h10 manufacture narrative.

Event description:
Material: 305106 . Batch#: 3024945. It was reported by the customer that was stating he was having issues with pushing medication up in the syringe and was getting resistance from needle. Verbatim: rcc received a complaint via email. Email(s) attached. Xxx was stating he was having issues with pushing medication up in the syringe and was getting resistance from needle. Item: 305106. Quantity affected: (B)(4). Serial/lot number: (B)(6). Po : (B)(4).

Manufacturer narrative:
(B)(4) follow up a device history record review was completed by our quality engineer team for provided material number 305106 and lot number 3024945. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. H3 other text : see h10 narrative.

Event description:
No additional information received material: 305106 batch#: 3024945 it was reported by the customer that was stating he was having issues with pushing medication up in the syringe and was getting resistance from needle. Verbatim: rcc received a complaint via email. Email(s) attached. Xxx was stating he was having issues with pushing medication up in the syringe and was getting resistance from needle. Item: 305106 quantity affected: 101 serial/lot number: (B)(6) po : (B)(4).